Event description:
Analysis was completed for the returned devices and it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly was associated with a broken wire connection in the serial data cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.

Event description:
It was reported that a physician was unable to interrogate a patient's generator. A subsequent visit with the neurologist while a company representative was present revealed that the patient's generator was able to be interrogated by the company representative's programmer and the physician's wand. It was reported that the issue was suspected to be with the physician's programmer or the programmer's serial cable. The physician's programmer, serial cable, power supply, and software have been received by the manufacturer. Analysis is underway, but has not been competed to-date. No additional relevant information has been received to-date.